Manufacturer narrative:
The reported field event of failure to capture was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device exchange procedure, while cauterizing, the patient's heart rate dropped and the pacemaker failed to capture. The new device was implanted successfully. The patient was discharged in stable condition.